Manufacturer narrative:
Correction/clarification to b5 description of event and h6 adverse event problem: the initial medwatch reported a0412 material rupture for the event of "rupture" and a2301 device handling problem for the event of "device was implanted past the expiration date". It has been determined that these events did not occur to the right-side device, and they will be un-reported. Healthcare professional's initial report of "rupture" was meant for the contralateral side device, and when the correct device information was provided for the right-side device, it was found that the partial implant date was within the useable timeframe of the device. Clarification to d6a implant date: partial implant date provided as "2018". Reason for reoperation: capsular contracture baker grade IV. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, b3, b5, b6, b7, d4, d6b, d9, h4, h6, h11.

Event description:
Healthcare professional reported via regulatory agency right side rupture. Healthcare professional later reported right side device was intact and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported via regulatory agency right side rupture and later reported capsular contracture, baker grade unknown. Additionally, it has been reported that the device was implanted past the expiration date. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unkonwn.

Event description:
Healthcare professional reported via regulatory agency right side rupture and later reported capsular contracture, baker grade unknown. Additionally, it has been reported that the device was implanted past the expiration date. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Use error: unable to observe since it is not related to the device. No additional observations are performed.